Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for malignant pain. It was reported that "about a few weeks ago or so" when the patient would request a bolus, the handset would lag at 90% for a really long time and would show "app not responding", giving them the option to wait or close the app. There was also a code that popped up telling them to restart the app. The pump itself was working great but the lag can last a long time. Agent assisted in deleting the data. They were able to connect to the pump with no lag.